Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an aneurysm aortic aneurysm. Vessel morphology was saccular aneurysm. It was reported that where the aneurysm ended the aorta tapered down to 20 mm in diameter. The iliac stent graft was pressed up on the unprotected stentless area. Upon final angiogram it was noticed that the stentless area is narrowed. The physician placed another manufacturer's self expending stent in the stentless area of the stent graft. No further clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Secondary intervention - evaluation: results: lack of information (no films or operative reports have been received. Saccular aneurysm and narrowing in the vessels. Conclusion: lack of information (no films or operative reports have been received). Saccular aneurysm and narrowing in the vessels.